Manufacturer narrative:
This complaint is MDR reportable as stent fracture at the proximal overlapping site was detected by x-ray approx 12 months after stent implantation. There were no zilver ptx devices of lot number c781079 in stock at the time of the complaint investigation. A document based investigation was carried out as the device was not available for eval. The stent was implanted in the pt therefore is not available for eval. Angiogram images were requested, but not provided for this complaint. As no images were available for review, the customer complaint could not be confirmed. Pts pre-existing conditions included diabetes and hypercholesterolemia. According to comments provided by the physician stent fracture of overlapping stents is likely to occur. It may be noted that the zilver ptx, the stent is fully endothelialized after approx 2 months and further neointimal coverage is progressing. After this time, there may be a reduced likelihood for a stent fracture, however and active pt should consider moderating any vigorous exercise and avoid knee bending in long time period. It may be noted that re-stenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads (or amplifies) to be restenosis process. It is very unlikely that restenosis could have occurred due to zilver ptx malfunction. Due to limited info provided for this complaint a root cause of this event cannot be determined. As per instruction for us ifu0063-5 stent strut fracture and restenosis of the stented artery are noted as potential adverse events associated with the placement. Prior to distribution, all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the mfg records for zilver ptx and zilver ptx drug eluting stent revealed no discrepancies that could have contributed to this complaint. It has been reported that the pt had a favourable outcome. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012, zilver ptx stent was placed in the right sfa via the right femoral approach. On (B)(6) 2013, in-stent restenosis was confirmed and pta was performed. On (B)(6) 2013, stent fracture at the proximal overlapping site was detected by x-ray. The pt had a favourable outcome.